Event description:
Customer reported the system is displaying a cine drive not available error upon bootup. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.